Manufacturer narrative:
References the main component of the device system; the other relevant components include:: product ID: 8780 lot# serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained a demerol [180 mg/ml] at a dose of 120 mg/day and bupivacaine [20 mg/ml] at a dose of 13.34 mg/day. It was reported the patient had gone in for an unrelated surgical procedure, and the surgeon had presumably accidentally cut the catheter. The reason for the call was the representative wanted to know what repair kit would be compatible before he went into the case. No patient symptoms/complications were reported. The representative called back to review what to prime if there was no drug in the spinal segment and drug only in the pump segment. Additional information received from the representative on (B)(6) 2017 reported they added a connector only and connected the catheter that was cut back together. The representative stated from the information he knew the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.